Manufacturer narrative:
The bur was discarded by the user facility, so a device investigation could not be completed. Additionally, the lot number of the cutting bur was not provided to the manufacturer, so the device history record could not be reviewed.

Event description:
It was reported that a cutting bur broke when inserted in a drill attachment. There was no report of pt involvement. No injuries were reported, and no other adverse consequences were alleged with this event.